Event description:
It was reported that the stent dislodged inside the patient. Vascular access site was obtained via the femoral artery. The 3 mm x 20 mm, 80% stenosed concentric de novo target lesion was located in the mildly calcified and none tortuous left circumflex artery. The lesion was predilated with an unknown balloon catheter which reduced the stenosis to 40%. A 32 mm x 3.00 mm taxus liberté stent delivery system was advanced but could not cross the lesion. During withdrawal, the stent was became stuck in the orifice of the guiding catheter. When the physician tried to pull the whole system out of patient, the stent fell down in the superficial femoral artery and seated there. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that the stent dislodged inside the patient. Vascular access site was obtained via the femoral artery. The 3 mm x 20 mm, 80% stenosed concentric de novo target lesion was located in the mildly calcified and none tortuous left circumflex artery. The lesion was predilated with an unknown balloon catheter which reduced the stenosis to 40%. A 32 mm x 3.00 mm taxus liberté stent delivery system was advanced but could not cross the lesion. During withdrawal, the stent was became stuck in the orifice of the guiding catheter. When the physician tried to pull the whole system out of patient, the stent fell down in the superficial femoral artery and seated there. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis without the stent. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The distal outer was slightly kinked at 95mm from the tip and the hypotube was slightly kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).